Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a percutaneous intervention treating the left main (lm) coronary artery with a previously implanted, unspecified stent from 2014. Pre-dilatation was performed. A 2.5x12mm xience alpine stent delivery system (sds) was advanced, however, the sds failed to cross the lesion due to anatomy and the previously implanted, unspecified stent. Another 2.5x12mm xience alpine sds advanced, however, the device failed to cross the lm ostium due to anatomy and due to the previously implanted 2014 stent. Flared stent struts were noted. The device was removed without issue. The physician pre-dilated the lesion and a non-abbott stent was implanted at the target lesion. Reportedly, there was no consequence for the patient. There was no clinically significant delay and no adverse patient effects were reported. No additional information was provide regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation (flared stent) and stent dislodgement were confirmed. The reported failure to advance and difficulty to position (crossability) could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and/or previously implanted stent causing the reported failure to advance, difficulty to position (crossability) and subsequent material deformation (flared stent). The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the first 2.5x12mm xience alpine stent struts were flared and the stent dislodged during advancement but remained on the delivery catheter. The delivery catheter with the stent was easily removed.

Manufacturer narrative:
(B)(4).